Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal therapy via an implantable pump. The drug, dose, and concentration were unknown. It was reported that there was a suspected pump "malfunction". The pump was turned down 30% earlier on (B)(6) 2017, but now they wanted the pump turned off completely as they thought the drug was going someplace else in the patient's body. The hcp was under the impression that the pump needed to be off for an MRI. It was unknown if any troubleshooting was performed. No out of box failure was reported. There was no medical or therapy problem associated with small parts reported. There were no reported symptoms. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.